Event description:
The customer reported via phone call that they had repeated signal too low alarms and battery out limit alarms on the insulin pump. Customer's blood glucose was unknown. The customer stated the alarms would occur when they inserted a new battery into the insulin pump. The customer stated the alarms did not occur during the prime/rewind sequence. Troubleshooting also found the correct bolus amount was recorded in the bolus history. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No external ram crc or unexpected restart alarms were noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and a severely scratched display window.